Event description:
The manufacturer has been notified of the passing of a patient who was using a philips CPAP device. According to the patient's wife, her husband passed away in 2023, and she is now in possession of one of his CPAP devices. However, she is unsure of what steps to take with it. The wife mentioned receiving a letter regarding the device, but she is unable to read it due to recent eye surgery. She also indicated that she was unable to verify the device's serial number. No additional details were provided, and there are no allegations suggesting that the device contributed to or caused the patient's death. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.